Manufacturer narrative:
(B)(4).

Event description:
Following implant, the pt developed an infection after the pump was explanted. The pt had a temperature and redness at the incision site. The pt was put on antibiotics prior to explant. The pt was put on oral baclofen and valium at explant. The device system was used to deliver lioresal. It was later reported that the catheter was also explanted. The pt "remained in the hospital until no signs of withdrawal were a problem". Additional information has been requested, a f/u report will be sent if additional information becomes available.